Event description:
Ous MDR- after an implantation time of about 19 months, an increase in the pacing threshold with loss of capture was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
The lead and the returned pm device data were thoroughly analyzed. The examination of the returned data confirmed the clinical observation. Pacing threshold and impedance had increased continuously in the ventricular channel. During the analysis, mechanical damage was found at the lead, which is due to the explantation, but not related to the clinical complaint. The tip electrode had been pulled out of the adhesive connection of the ring electrode. There were cuts in the insulation and a deformation of the outer helix. During the analysis, the electrical properties of the lead were checked. Aside from the existing explantation damage of the lead, the analysis showed no damage at the electrical conductors. The analysis of the lead did not show any damage that could be related to the clinical observation. There was no material defect or manufacturing error.

Manufacturer narrative:
Ous MDR.